Event description:
A user facility clinical manager reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the facility. The blood leak was first noticed at the beginning of the patient¿s treatment. However, initially there were only trace amounts of blood on the outside of the device. The pct thought the connections weren¿t tight enough, so they wiped the blood off the device and tightened the connections. About halfway into the treatment, blood was noticed on the floor underneath the dialyzer. At this point, the pct was able to see where the blood was coming from. It was leaking externally from underneath the header cap. There were no alarms from the machine, a fresenius 2008t. There was no physical damage or defect noted on the dialyzer, including at the leak location. The pct stopped the blood pump and did not return the patient¿s blood. Estimated blood loss (ebl) was 250 to 300 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the device was provided for review.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, a photograph of the device was provided by the clinic. The photo shows the dialyzer from the reported catalog and lot number. There is blood visible within the threads at one end of the dialyzer, which is indicative of an external leak. The specific cause of the leak was not visible in the photo. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The provided photograph indicates that an external leak occurred, however, the cause cannot be determined. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the facility. The blood leak was first noticed at the beginning of the patient¿s treatment. However, initially there were only trace amounts of blood on the outside of the device. The pct thought the connections weren't tight enough, so they wiped the blood off the device and tightened the connections. About halfway into the treatment, blood was noticed on the floor underneath the dialyzer. At this point, the pct was able to see where the blood was coming from. It was leaking externally from underneath the header cap. There were no alarms from the machine, a fresenius 2008t. There was no physical damage or defect noted on the dialyzer, including at the leak location. The pct stopped the blood pump and did not return the patient¿s blood. Estimated blood loss (ebl) was 250 to 300 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo of the device was provided for review.